Manufacturer narrative:
(B)(4). Concomitant medical product: biomet microfixation tmj system left narrow mandibular component catalog #: 01-6546 lot #: 666080a, biomet microfixation "2.4mm" system ht cross-drive screw catalog #: 91-2710 lot #: ni. Therapy date: (B)(6) 2018. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00285 and 0001032347-2018-00286.

Event description:
It was reported a revision was performed due the left tmj prosthesis being too posterior in the fossa, therefore it needed to be advanced to improve function and decrease pain. Only the mandibular component was removed in the revision. No additional patient consequences were reported.

Event description:
This report is being submitted to document the completion of the investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. These parts were removed in a revision; therefore the complaint is considered confirmed. No product was returned and no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. For aforementioned reasons, the most likely underlying cause of this complaint cannot be determined. However, the statement that appeared to be an excerpt from the patient's medical record suggests that the positioning and alignment of the implants was a contributing factor to the complaint. Device history record (DHR) was reviewed for the mandibular component and no discrepancies were found. Device history record (DHR) review was unable to be performed for the screws as the lot number of the device involved in the event is unknown. The instructions for use (IFU) for this product warns of the potential for complications. It states in the section titled adverse events: facial swelling and/or pain. The IFU also states in the section titled patient counseling information: discussion of the following points is recommended prior to surgery. The risks associated with a total tmj system (see warnings and adverse events). Post-operative pain relief and return of function varies from patient to patient. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00285-1 and 0001032347-2018-00286-1.